Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, when a guidewire was placed and then a sheath was advanced and removed, there was arterial papillary backbleeding. It was suspected that the guidewire placement had punctured a small arterial on its way into the vein. The guidewire was removed, pressure was applied, and there was excellent hemostasis, no further backbleeding, and no hematoma formation. The implant procedure completed, the patient was monitored, and the system remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.